Event description:
Pt underwent mitral valve replacement and modified maze procedure. While closing sternum, heart suddenly went into ventricular fibrillation, right ventricle filled, with high pressure. No echo done. The surgeon states in operative notes that it was assumed that the valve might be the problem. The valve was removed and leaflets examined, their movement was thought to be with a little difficulty. Pt was re-operated with another onxm-25 valve. The pt recovered after the new valve was implanted. No other detail is available at this time.

Manufacturer narrative:
The valve is being returned. Have not yet had opportunity to inspect or evaluate, thus no conclusion yet. Investigation will be done, after which a f/u report may be filed.